Event description:
The customer reported via phone call that the insulin pump's sound was softer than it was previously. The customer's blood glucose was unknown. The customer expressed that he had treated his low blood glucose before with glucose tablets due to not being able to hear the alerts from the insulin pump. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that the insulin pump would be replaced due to the customer's request. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test with no audio anomaly noted. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.